Event description:
Event description boston scientific crm received information that both the atrial and right ventricular leads were damaged due to double subclavian crush. During a revision procedure, the entire pacing system was explanted from the patient's left side and replaced with a new system on the patient's right side to avoid the risk of lead fracture again. No adverse patient effects were reported.